Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Healthcare professional reported left side, "ruptured left breast implant with the presence of silicone in the axillary nodes". Device has been explanted.